Event description:
The son of a (B)(6) female pt contacted zoll customer support to report that her monitor was emitting a humming noise and would not power up. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is currently underway. The reported problem (will not power up) has been confirmed. As received, the monitor would not power up. Upon service investigation, there was a segmentation fault while performing a flash memory failure (components u102 and u105) on the computer / analog board sn (B)(4). The root cause of the failure is currently underway. A supplemental report will be sent upon completed of evaluation. No adverse event resulted from the defective components. The pt received a replacement monitor.